Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Visual examination of cylinder 1 identified that the kink resistant tubing (krt) had a hole; therefore, the cylinder did not pass the leakage test. No damage or abnormalities were noted in cylinder 2, no leaks were identified. The pump was visually inspected, leak tested, and functionally tested. During visual examination it was noted that the tubing was cut down to the pump block; therefore, the tubing was not returned for analysis. The pump passed the functional and leakage tests. Based on the information available and analysis results, the hole identified in the krt of the cylinder 1 could have caused or contributed to the reported clinical observation of device not working properly and a crack in the connecting tube of the right cylinder; consequently, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was nor working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. Cylinders and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was nor working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. Cylinders and pump were removed and replaced. There were no patient complications reported.